Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded multiple code 26 on a (B)(6) male patient with acute st elevation myocardial infarction (stemi) due to occlusion of circumflex coronary artery. This patient's procedure was not completed and the patient was transferred to another facility. Customer states there was heavy calcification was noted in the rca lesion with residual 98% lesion. Unable to cross the calcified lesion with a bigger diameter balloon. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. An investigation is underway.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 18-jan-2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.